Manufacturer narrative:
(B)(4). This report is being submitted under report 0001822565 - 2018 - 01202. The previously submitted report should be voided.

Manufacturer narrative:
This report will be amended when our investigation is complete. Returned, not yet evaluated.

Event description:
It was reported that two tibial articular surface provisionals fractured. It is unknown if any pieces were retained by a patient.